Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was about to use for the perforated surface. The clip was able to grasp and lock onto tissue; however, it could not be detached from the catheter to deploy. The physician dragged the device forcefully, and the tip of the clip fell off. The device was replaced, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Medical device problem code a15 captures the reportable event of the clip was unable to release from the catheter. The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was about to use for the perforated surface. The clip was able to grasp and lock onto tissue; however, it could not be detached from the catheter to deploy. The physician dragged the device forcefully, and the tip of the clip fell off. The device was replaced, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: no.1 affiliated hospital of (B)(6) block h6: medical device problem code a15 captures the reportable event of the clip was unable to release from the catheter. Block h10: investigation result the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. The over-sheath was not returned with the device. It was also observed that the clip arms were highly bent. Microscopic examination was performed and it was found that the clip assembly had evidence of soft deployment and the clip had no evidence of activation. Additionally, the capsule locking tabs were damaged. No other problems with the device were noted. The reported event was not confirmed. It is possible that the customer tried to grab bigger amount of tissue than the clip could close, leading the need to apply excessive force to close the clip arms. However, the clip wings were not inside the capsule windows. Consequently, this excessive force could have caused the clip assembly to detached from the bushing, leading to the locking tabs being damaged. Therefore, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2022. During the procedure, the clip was about to use for the perforated surface. The clip was able to grasp and lock onto tissue; however, it could not be detached from the catheter to deploy. The physician dragged the device forcefully, and the tip of the clip fell off. The device was replaced, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.